Event description:
It was reported that the customer was hospitalized due to high bg levels (300 mg/dl), vomiting, and dka. The customer was released from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device has not been returned for evaluation. According to the customer, his insulin may have been degraded as it was left out in the heat. Should new information become available a supplemental report will be submitted.